Event description:
It was reported that a cartridge did not fit onto the pump. During troubleshooting with tandem technical support, while attempting to reload the cartridge, the customer indicated that the cartridge was damaged at the cartridge tubing. A cartridge change was performed resolving the issue. There was no adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.